Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient obtained results of 179 and 106 mg/dl on the reported meter within 10 minutes of each other. The patient received no medical attention at the time of concern. The customer service agent (csa) walked the patient through control solution testing with different vials of test strips; the control solution test results fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.